Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported it was taking a long time for the recharger (insr) to fully charge the ins even though they had good coupling. They said their tremors were really bad today. The caller did not think the ins is tied down hard enough and had difficulty with the placement of the antenna when charging. . Troubleshooting was performed. The patient noted they had a hard time getting good coupling due to issues with the ins, but was able to get good coupling while on the phone and noted the ins battery was blinking halfway. No further complications were reported or anticipated with this event.